Event description:
A site materials representative reported a navigation system vertek arm that would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement vertek arm shipped to site (B)(4) 2014. Medtronic investigation of returned suspect vertek arm finds that, as returned, the handle had been locked up with the arm loose. The handle had been turned too far when releasing the arm, locking it up. Was able to break the handle free returning the arm to normal function. Although, there was no fault found, the condition of this device directly caused the reported event.